Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain, failed back surgery syndrome, and spinal pain. The patients concomitant medications included morphine with a 4.0 mg/ml concentration and unknown dose. It was reported that the implant was coming through the patients skin so the device was relocated from the right side to the left side. It was reported that it was coming through the skin again on the left side so it was replaced. The replacement was put in the abdomen. The revisions on this implantable neurostimulator (ins) was to first move from right to left and then another revision was done from the left side to the abdomen, but the second revision was also a replacement of the ins. The event date of the revision from right to left was reported to be 2014. The event date of the revision to the abdomen and the replacement was reported to be maybe 8 months after the other surgery. It was reported that there was a longevity allegation on both of the patients primary battery cells as neither of them lasted very long. They did not last more than 5 years. It was mentioned that the therapy had really worked great for the patients pain and had saved their life. They were very upset with the system. This was indicative of meaning the medical system not the scs system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.